Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system messages were crossing. A technical support specialist (tss) worked on the application server and verified that all bd services were running. The tss ran a server downtime check and confirmed that messages were crossing in real time. A delay of approximately 25 minutes was observed on the server earlier but was resolved, with synchronization now current. Previously, around 15 devices were in critical override due to a synchronization delay; however, this condition cleared automatically. No downtime notices were present on the server, and the customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server none of the medication orders were crossing over due to intermittent disconnection issues; new orders were not transferring to the system, required the customer to create temporary patients to proceed with medication access. However, there were no delays or adverse events or injuries reported based on this event.